Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 240 mg/dl. The customer had no symptoms but just normal craziness. The customer states he is currently getting back up plan but states he tried correcting high with a 10 mile bike ride. Customer's current blood glucose value was 189 mg/dl. Customer reported that the pump was not working with no alarms. Customer states he had a high blood glucose changed the set and pump was not delivering insulin but he gave himself 10 units and now is looking for a back up plan. Troubleshooting was performed. Customer states there was possible pump under delivery as customer pushed 10 units and he got a couple of drops. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer reports insulin exited. The high pressure test was performed and test was passed. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.